Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 1.0; lab: 1.9. Lab draw done "a couple hrs later". Target therapeutic range is 2.0-3.0.